Manufacturer narrative:
Additional information is provided. The surgeon stated that the incorrect gas was administered because the gas remained in the eye. The director of the facility noted the procedure was a vitrectomy/air fluid exchange/laser/gas. The surgeon used 20% sf6 gas but the surgeon thinks that c3f8 was instilled because the gas stayed much longer. No further information has been received. The system has an auto gas fill option that is used to fill a syringe with a specified gas (either c3f8 or sf6). The c3f8 (red) and the sf6 (blue) gas bottles must be connected per the color coding scheme indicated in the operator¿s manual. The c3f8 and sf6 must be used with the red and blue connector respectively. The user is required to make the appropriate selection of gas before proceeding. The operator¿s manual states: ¿the gas mix ratio guide is a tool to assist the user in calculating the syringe volume adjustments required in order to achieve the desired mixture. Note: ¿adjusting the gas mix ratio guide does not automatically fill the syringe to the desired mixture. The user must manually move the plunger to make the gas volume adjustment in the syringe after detaching the syringe assembly from the console.¿ to achieve a specific gas/air mix ratio (after the system has purged then filled the syringe with 20cc of gas), use the gas mix ratio guide as follows: move the slider on the guide to the desired percent of gas mixture. The guide displays the syringe reading that the plunger must be moved to in order to achieve the displayed percentage of gas in the syringe (18% greater than 10.8 cc in the auto gas fill popup). For an 18% gas mixture, push the plunger from 20cc to 10.8cc. Then pull the plunger out to 60cc. The resulting mixture will be 18% of the selected gas. The system was examined and the reported event was not replicated. Therefore, no parts needed to be replaced. As a preventative measure, both gas regulators were replaced. The system was manufactured on november 29, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon believes that the system is instilling c3f8 instead of f6 because the gas stayed in the eye much longer. This is one of five reports from this facility. Additional information has been requested.